Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no sealant present when a 6/7 mynxgrip vascular closure device (vcd) was opened. Manual pressure for approximately 20 minutes was used to achieve hemostasis and there was no reported patient injury. No anticoagulants were given, there was no bleeding or hematoma present. There was no damage noted to the device. The user is trained to the device. The device and packaging was inspected prior to use and no damage to package was noted. The device was prepped and used according to instructions for use (IFU) and was opened in a sterile field. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, there was no sealant present when a 6/7 mynxgrip vascular closure device (vcd) was opened. Manual pressure for approximately 20 minutes was used to achieve hemostasis and there was no reported patient injury. No anticoagulants were given, there was no bleeding or hematoma present. There was no damage noted to the device. The user is trained to the device. The device and packaging was inspected prior to use and no damage to package was noted. The device was prepped and used according to instructions for use (IFU) and was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2122501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient or procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.